Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient was at a level of symptom control that wasn't perfect, but was pretty great, then all of a sudden for unknown reasons the patient was occasionally urinating more started the day prior. The day of the report the patient had about 5 accidents. The had increased stimulation from 3.7v to 4.1v on program 4 earlier in the day. They said the stimulation had been too strong when they were adjusting it initially, but at the time of the report it was comfortable at 4.1v. It was explained it takes the body time to respond to the therapy. They were redirected to the patient's healthcare provider if the symptoms did not resolve. No further complications were reported or anticipated. Additional information was received from the consumer on (B)(6) 2020. The patient mentioned their loss of therapeutic effect from the previous (B)(6) 2019 call and reported that the therapy was still n ot working well for them despite trying all programs. The patient also indicated that sometime in 2019, the managing health care physician (hcp) had moved the ins location from the left to the right side which the caller reported was to address the lack of therapeutic benefit. The patient indicated when making amplitude adjustments they increased until they could feel stimulation sensation and then they would drop it down so they didn't feel it. Patient services reviewed expectations regarding stimulation sensation, amplitude adjustments and programs. The patient was going to start over on p1 and keep the amplitude at a level where the patient could feel stimulation sensation and would monitor their symptoms. The patient stated that they had an appointment with their hcp in 3 weeks and patient services recommended discussing therapy expectations with the managing hcp and appropriate next steps if the patient was still not getting good therapeutic effect. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's wife. They called back for assistance using the 3037 however mentioned previous event history regarding therapeutic effect. Caller stated the patient had a new managing physician who was reprogramming the device and patient had tried different programs. The reason for the call today was because caller could not increase stimulation and it was determined that the therapy was off. Caller thought she turned it off on accident. Patient services reviewed how to turn therapy back on again. This resolved the reason for the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that at one point since jan 2018 until now, the device has not worked properly. The caller said the patient has had the device reprogrammed twice. The caller said the patient have not been back to the doctor in almost a year. They do not know if the device was ever programmed correctly. The device seems to work "sort of fine" then the patient's symptoms are bad again so the caller adjusts the settings. They tried all 4 programs. The caller said they have an appointment on the 30th. The caller confirmed the patient can feel stimulation in the bike seat area. Pss recommended caller discuss next steps with their healthcare professional (hcp). They mentioned the patient will be standing there and urine comes out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that for the last 2-3 weeks, pt is going constantly, wetting constantly and wetting 4-5 times a day. Caller was using the programmer and reported: every time they try to increase they get an icon they don't understand. Worked with caller, pt and the equipment to synch with the ins. Caller reported they were able to synch and it was discovered stim was turned off. Caller was successful to turn stim back on and adjusted so that pt reported pt felt comfortable stim on program 1 at 1.4. Pt will monitor their symptom results and continue working with their doctor and program settings if needed. Reviewed the doctor can set up an appointment with a medtronic rep in the future for programming. For the last 2-3 weeks, pt is going constantly, wetting constantly and wetting 4-5 times a day. Caller was using the programmer and reported: every time they try to increase they get an icon they don't understand. Worked with caller, pt and the equipment to synch with the ins. Caller reported they were able to synch and it was discovered stim was turned off. Caller was successful to turn stim back on and adjusted so that pt reported pt felt comfortable stim on program 1 at 1.4. Pt will monitor their symptom results and continue working with their doctor and program settings if needed. Reviewed the doctor can set up an appointment with a medtronic rep in the future for programming. Pt said they were told the only thing they could do is go back and do have the surgery again but they don't want to because they don't like: no anesthetic when they are poking needles, it is not comfortable. No further complications were reported/anticipated at this time.